Event description:
The customer observed a falsely depressed sodium (na) result on a patient with sid (B)(6) on (B)(6) 2024, when processed on the alinity c processing module. Results were reported to the medical provider. The following data was provided. Initial result = 116 mmol/l, repeat result = 135 mmol/l, 135 mmol/l. Reference range: 136-145 mmol/l. There was no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium (na) result on a patient with sid (B)(6) on (B)(6) 2024, when processed on the alinity c processing module. Results were reported to the medical provider. The following data was provided. Initial result = 116 mmol/l, repeat result = 135 mmol/l, 135 mmol/l. Reference range: 136-145 mmol/l.. There was no impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for ticket trending review and labeling review. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict sample diluent lot number 04896un24.